Manufacturer narrative:
There is no indication of any device failure as evidenced by all original components remaining implanted and in use. The patient has a fairly sedentary lifestyle and reported no falls or other issues while recovering from the implant procedure. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back pain. Immediately upon activating the system it was noted that the communication between the implantable pulse generator (ipg) and external therapy discs was not ideal and would cause intermittent disruptions to therapy for the patient. The communication issues failed to improve after additional healing time and xray imaging confirmed the ipg had migrated beyond the recommended depth and had also rotated to no longer be parallel to the skin surface. On (B)(6) 2024 a surgical procedure was performed to reposition the existing equipment to bring the ipg to the recommended depth and position for optimal communication. The system was successfully reactivated and patient has reported getting good pain relief from the system.